Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a power error 25 alarm. Customer's blood glucose was 135 mg/dl and 165 mg/dl. After troubleshooting. Customer was advised that insulin pump would need to be replaced.